Event description:
It was reported that this pacemaker alerted due to entering safety mode. It was planned to replace the device and return it to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker alerted due to entering safety mode. It was planned to replace the device and return it to boston scientific for analysis. No adverse patient effects were reported. Additional information received indicated that the device was successfully replaced. It will not be returned to boston scientific as it was discarded by the facility.